Event description:
It was reported the right ventricular (rv) lead exhibited increasing impedances on the superior vena cava (svc) coil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk bi-ventricular defibrillator implanted: 2009-(B)(6). Product ID 1488tc competitor implantable pacing lead im planted: 2005-(B)(6), product ID 5071-53 implantable pacing lead implanted: 2005-(B)(6). Product event summary: (B)(4): the lead was returned full in segments, analyzed and analysis found the svc (superior vena cava) defibrillation coil developed a fracture due to flexing. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned full in segments, analyzed and analysis found the svc (superior vena cava) defibrillation coil developed a fracture due to flexing.